Event description:
This device case, reported by a diabetes specialist nurse, concerns a pt who experienced diabetic ketoacidosis (dka). The pt was using a pen injection device (humapen ergo) to deliver 20% soluble insulin/80% isophane insulin (humulin m2). The device had a clear cartridge holder that was attached to a teal/opaque pen body (model ms8335, lot a1501). The pt was not taking concomittant medication. The pt experienced dka in 2001 and was hospitalized while using a pen injection device to deliver 20% soluble insulin/80% isophane insulin. The pt had switched from using insulin vials to had switched from using insulin vials to using the pen injection device a couple of weeks prior to the report. The reporter did not know if the pen had a malfunction or there was a user error. Initial examination of the returned device revealed there were no apparent defects with the pen. A part used 20% soluble isulin/80% isophane insulin cartridge was in the pen. The needle was removed before the pen was returned. Action with 20% soluble insulin/80% isophane insulin is unknown. The pt is recovering. The reporter did not known if the event was related to the pen injection device. The reporter does not consider the event to be related to 20% soluble insulin/80% isophane insulin. Further info has been requested. The pen is to be returned.